Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ luer-lock syringe had scales that were printed improperly. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd plastipak¿ luer-lock syringe had scales that were printed improperly. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: one physical sample and one picture sample were received for evaluation by our quality engineer. Upon visual inspection of the samples, ink stains were observed along the scale marking. A device history record review for lot number 1804213 revealed one anomaly during production. Investigation conclusion: during marking process a failure was detected on the silk of printing system which caused ink stains (this silk transfers the ink to the barrel). Once detected, defective samples detected were rejected to scrap and mechanical team repaired the failure replacing the silk for a new one.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd plastipak luer-lock syringe had scales that were printed improperly. There was no report of exposure, serious injury or medical intervention.